Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of modified kugel hernia patch. Per operative notes, "in the right groin, a large indirect right inguinal hernia was dissected free and a modified kugel hernia patch was placed over the defect and secured in place to the pubic tubercle with sutures. The fascia was closed and irrigated with sutures." On (B)(6) 2019 ¿ patient had recurrent right inguinal hernia, chronic right hip pain, scar tissue in fascia region. (Note: there is no operative notes provided for this procedure in medical records). Attorney alleges that patient had recurrence, pain, right hip pain and scar tissue.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.